Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced reagent b collar wash vacuum valve to resolve the issue. (B)(4).

Event description:
During the service visit, the beckman coulter field service engineer (fse) found erratic blood urea nitrogen (bun) quality control (qc) and leaking from reagent probe b on their unicel dxc 600i synchron access clinical chemistry system. The leak was contained to the reagent tray. The fse wore gloves while troubleshooting. There was no report of injury or exposure. No erroneous results were generated.